Event description:
Info received indicates the bed will not lower. When attempting to lower the bed, it will rise back up again.

Manufacturer narrative:
The rental unit was replaced at the account. Repairs have not been completed. A follow up report will be sent once the repairs are completed.